Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power up. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Parts were receive at philips for failure analysis, and it was concluded that this customer complaint was caused by a loose orange wire at the power supply. Reattaching the loose orange wire corrected the failure with this returned ventilator.